Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that after placing the patient on to the autopulse platform s/n (B)(4) for use, the platform displayed a "user advisory 49" when it was turned on and the lifeband would not retract. The responding emergency team ultimately reverted to manual CPR. No known patient consequence was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the battery lock, front and bottom enclosures were damaged. The autopulse platform is a reusable device and was manufactured on 12/31/2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the autopulse archive was performed and user advisory (ua) 45 45 (not at "home" position after power-on) messages were observed in the log from 08/12/2016 to 8/21/2016. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Unrelated to the reported complaint, further testing showed that one of the load cells not functioning properly and the clutch plate was sticky. Therefore the load cell single module was replaced and the clutch plate was deburred. In summary the customer's reported complaint confirmed during archive review and visual inspection and was due to the drive shaft not at "home" position. The drive shaft was rotated to the "home" position. After replacing the parts observed during visual inspection and the load cell module, the platform passed 15 minutes run in test and all final testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.